Event description:
The pt felt no stimulation sensation and a loss of therapeutic effect. The implantable neurostimulator leads had migrated. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).